Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: date unknown/ not provided. Serial #: unknown/not provided. Model #, complete catalogue #, and expiration date are unknown as the serial number was not provided. If implanted; give date: lens was not implanted. If explanted; give date: lens was not implanted, therefore not explanted. (B)(6). The intraocular lens (iol) is not returning for evaluation and a serial number was not provided. Therefore, a failure analysis of the complaint device cannot be completed. Device manufacture date: unknown. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer had a number of cases where the lens got stuck in the cartridge. Through follow-up we learned that the material came into contact with the eye of the patient. Another lens was implanted successfully. No additional information was provided.